Event description:
Dialyzer, reuse #7. Pt with clotted dialyzer during last 25 min of tx. Arterial blood returned. Unable to return. Blood loss approx 100cc. H+h & ptt ordered for next tx. No harm but above blood loss + blood draw.